Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing, with low p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtpc2d1 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.